Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "customer would like to file a complaint regarding: 10ml syringe luer lok tiptm (non sterile); art.nr. 301029 and lot nr. 8303979. When checking these bulk syringes, we found unknown particles in a number of syringes: 8 from 50 syringes had a foreign matter. The syringes are available."

Manufacturer narrative:
Investigation: 8 loose 10ml syringes were received and visually evaluated. 2 syringes were confirmed to have foreign matter on the stopper in the fluid path ¿ one with a small fiber-like particle between level 2 and 3 in size and one with a thin long fiber larger than level 3 in size, both rejectable per product specification. 1 syringe was found to have a level 1 particle on the stopper, which is within acceptable limits per product specification. 5 syringes were found to have no foreign matter particles in the fluid path. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly or material handling process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "customer would like to file a complaint regarding: 10ml syringe luer lok tiptm (non sterile): art.nr. 301029, lot nr. 8303979. When checking these bulk syringes, we found unknown particles in a number of syringes: 8 from 50 syringes had a foreign matter. The syringes are available."